Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of vitrectomy did not cut during surgery; therefore, the condition of the product could not be verified. A review of the device history records traceable to the possible lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received. The sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle and foreign material in the port and on the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration with the inner cutter remaining in the port during testing. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. Orange/brown foreign material was observed at one location on the inner cutter. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to aspirate. The sample was also retested for actuation with the probe driver and was unable to actuate. The engine assembly was then disassemble and components inspected. During the disassembly process the diaphragm came loose. When the engine was disassembled the o-ring in the front housing was observed to have been stuck in the adhesive. The evaluation indicated that the probe had an actuation failure and, unrelated to the reported event, had an aspiration failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The cause of the aspiration failure is the cutter remaining in the port of the needle due to the actuation failure, obstructing aspiration flow through the probe. When the probe was disassembled and retested for actuation the evaluation indicated that the probe engine was still unable to perform the actuation function. The root cause for the observed actuation failure is the o-ring from the front housing stuck in the adhesive and not moving freely caused by improper adhesive dispensing. An internal investigation was completed to determine the reason for the o-ring in the adhesive. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrector was not cutting during a procedure. The patient's condition and completion of the procedure is unknown. Additional information was requested but not received.